Event description:
An administrative personnel reported an intraocular lens (iol) was defective, had splits, and had to be removed. In a follow up phone call with the surgeon, it was reported the iol had four splits that were located two each near the haptics. The lens was removed and replaced during the same surgical procedure through an enlarged incision. There was a delay in the surgical procedure of approx fifteen minutes. The surgeon reported the outcome of the surgery was good but the pt had cystoid macular edema, that the surgeon related to the prolongation of the surgery. The surgeon stated he felt the event was caused by a combination of the cartridge being quite tight which caused the splits in the lens. The surgeon reported he had used this type of iol with this cartridge before without problems.

Manufacturer narrative:
Product eval: a cartridge was returned for eval. The nozzle has stress, which is an expected outcome after delivering a lens. The bent tip could have occurred during shipment. An unk viscoelastic was used as indicated from the customer; however, it is unk if the viscoelastic used is approved for use with this lens/cartridge/handpiece combination. Not enough info was provided to conduct a review on the delivery system lot. In addition, the iol was returned for analysis and the reported complaint was observed. Results from the product history record review indicated the product met release criteria. Observations on the lens were as follows; blood and solution are dried on the lens. One haptic is broke/torn-returned. The optic is scratched/marked and has torn/split/cracked crease-rejectable. Root cause: the damage noted reasonably suggest that it is closely related to non-adherence to the directions for use. The damage can occur when an insufficient quantity of lubricating solution is present between the lens and the cartridge lumen (wall) or when the lens is not positioned correctly in the cartridge. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings the residual risk remains unchanged and at an acceptable level. Add'l info was requested and received. (B)(4). This report was mailed to FDA on: 05/13/2011. (B)(4).